Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a doctor had difficulty making the connection between the uv flash transfer set and the titanium adapter and was not able to connect the two devices. The titanium adapter was still in use with no reported issued associated with it. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of all batch record documents was performed for potentially associated lot number(s) h13d23017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with the naked eye and microscope; with no issues noted. The product met product specification. Functional tests performed leak testing, clear passage testing, and clamp function testing. Integrity of seal surface test was performed with no leak noted. Results of the functional tests passed all functional test performed. Should additional relevant information become available, a supplemental report will be submitted.